Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address tibial pain and numbness approximately sixteen (16) months post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4) d10 - concomitant devices - persona posterior stabilized articular surface right 10mm catalog #: 42522400510 lot #: 66229981, persona posterior stabilized standard femoral component right size 7 catalog #: 42500606202 lot #: 66701518, persona cemented all-poly patella catalog #: 42540200032 lot #: 66757432, canary tibial extension 14mm x 58mm catalog #: 43557005814 lot #: 019606, canary home base station catalog #: 43557000114 lot #: 030492, bone cement catalog #: ni lot #: av02da2602 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.